Event description:
A report was rec'd that air had been leaking into the catheter sleeving area of the closed suction systems both during suctioning and while not suctioning. No samples were saved for eval. No pt injury or adverse events were reported.